Manufacturer narrative:
A review of the device history record was performed and no issues were found. All devices within the lot met all requirements for release and distribution. There have been no other complaints associated with this lot number. A review of the balloon material used shows there are no other complaints associated with the balloon material used to manufacture the balloons used on this lot of catheters. This device was being used off label for an unapproved indication. The approved indication is pulmonary valvuloplasty. This device was being used for an aortic valvuloplasty procedure. A comparative catheter was pulled and tested for rated burst pressure. The comparative catheter was the same catalog number but different lot number, and was manufactured using the same balloon material lot number as the complaint catheter. The balloon was immersed in a body temperature bath and inflated until it burst. The catheter did not burst until 4.5 atm, which is well above the labeled rated burst pressure of 2.0 atm.

Event description:
As reported to numed by the user facility / distributor - " bav procedure. There was a brief inflation and then the balloon burst. Account indicated that the procedure was successful. The entire balloon was removed after the rupture. An inflation device with a pressure gauge was used. Physician does not know what number it was on when it burst. The guidewire used was 0.035. It is unknown whether or not the shaft was kinked or if there was anything unusual with the patient anatomy. The patient was fine post procedure." "There was a brief inflation and then the balloon burst." No adverse events reported.